Event description:
The patients' father reported that the patient had been experiencing sleepless nights with pain and rigidity prior to pump explant. The patient's father reported that the pump was removed after 7 + years; battery was "ok", but the hcp found a "puddle of fluid" around pump at explant. The father was then told that the pump was a part of catheter access port pump recall. The patient's father reported that the hcp weaned the patient off the baclofen for two weeks, as they were unsure if the pump was helping. The pump has since been restarted, as they felt there was benefit from the therapy. A follow-up report will be sent if additional info becomes available.